Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used a three-arm setup to complete the procedure. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there were recoverable faults on the universal surgical manipulator 1 (usm). The clinical sales representative (csr) contacted the technical service engineer (tse) for phone assistance. The tse reviewed the logs and found multiple 23070 and 23071 on the usm. Tse advised the customer that the field engineer (fe) would need to be dispatched for additional troubleshooting. The customer had a surgical procedure to follow, but the customer plans to complete the current surgical procedure using a three-arm configuration. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, the surgical procedure was completed robotically.